Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appy procedure, the device stapled halfway and did not cut. Another device was used to complete the procedure. There was no pt consequence.